Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. This ra was surgically abandoned. No additional adverse patient effects were reported. This supplemental report is being filed because conclusion code was added.

Manufacturer narrative:
Initial reporter address (B)(6). Thoracic and cardiovascular inst. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. This ra was surgically abandoned. No additional adverse patient effects were reported.